Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated to a diameter of 13mm and burst in the gastroesophageal junction. No pieces of the balloon detached inside the patient. The procedure was completed with a competitor's device (unknown brand/model). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated to a diameter of 13mm and burst in the gastroesophageal junction. No pieces of the balloon detached inside the patient. The procedure was completed with a competitor's device (unknown brand/model). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: the complaint device and packaging of the device were returned for evaluation, and it was confirmed to be from lot number 13463846. A review of the complaint database confirmed no other complaints exist for the specified lot. Visual examination found no damage to the catheter of the device. Functional testing was completed per specification; the balloon was attempted to be inflated using an alliance syringe. The balloon was found to be ruptured. The condition of the returned incident device was consistent with the complaint that the balloon burst. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.